Event description:
It was reported that the aa4204vf silicone single piece lens was torn during loading but the damage was not discovered until after the lens was advancing into the eye. The lens was removed and another same model/same diopter lens was implanted without any patient injury. The reporter stated the incident was the result of a loading issue.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product showed the lens was torn into two pieces and there was clear surgical residue on the lens. (B)(4).